Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission alert noted lower out of range high voltage lead impedance measurements. The patient confirmed receiving a patient notifier vibration. A potential insulation problem on the lead is suspected. The patient visited the clinic and isometrics were performed. The impedance was retested to the same measurements. Programming changes to the lead settings were made. No adverse consequences were detected.